Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper leg pain. Ultrasound imaging was used during the procedure to place the implantable pulse generator (ipg) in the lateral thigh and place the implanted leads targeting the lateral femoral cutaneous nerve. During a post op visit approximately 2 weeks after implant, the physician noted that the ipg incision site appeared infected. The patient was given oral antibiotics and referred to a wound care clinic. On (B)(6) 2024 a surgical procedure was performed to move the existing ipg away from a skin fold to allow for better healing. See 3015425075-2024-00397, filed 10/17/2024. After the revision the patient continued to exhibit poor wound healing and noted that the ipg had begun to erode back out of the skin. Another surgical procedure was performed on (B)(6) 2025 to reposition the existing ipg deeper into the fascia.